Manufacturer narrative:
After installing the battery unit intermittent on and off due to corroded battery tube compartment and battery spring contact noted. Unable to verify motor error due to corroded battery tube.

Event description:
It was reported that insulin pump alarmed low battery and motor error. The blood glucose level was unknown at the time of incident. Troubleshooting was performed. Customer stated that drive support cap was normal and insulin pump was not exposed to high magnetic field. Customer started that displacement test was performed and it was passed. The insulin pump was returned for analysis.